Event description:
The event is reported as: clip applier loaded the clips normally, but when deployed clips failed to dispense correctly. A second clip applier was utilized and the same reported malfunction occurred. The clips fell out or came out closed. A third applier was utilized and functioned without difficulty. A second MDR will be filed for the second reported event. No pt injury reported.

Manufacturer narrative:
The device sample was sent to the manufacturing facility for evaluation. The results of the evaluation were not available at the time of this report.